Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall. Novasure cavity integrity assessment test identified the perforation and prevented user from conducting the ablation, therefore avoiding complication. No additional surgical intervention and/or extended hospital stay were required. Device performed as intended.